Event description:
Tibial tray and sleeve revised due to pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices by depuy cpd finds the insert was returned in two pieces. Some wear and pitting is present on the bottom surface as well as the top articulating surface. There is also a burr present on the bottom anterior portion, possibly from extraction. Plug and sleeve are still present on the tray. Cement/bone material is present on the proximal portion of the sleeve. Radial wear patterns present on the top portion of the tray and physical deformation is present on the top and bottom edges of the tray. Blood and biological material is present in the bore of the tray. Due to poor quality of the x-ray no conclusions can be made. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.